Manufacturer narrative:
Investigation: sample evaluation n/a. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2020 (june 13 - 15th, 2017). Research has found no problems, defects or qn related to the reported issue. Root cause analysis: after the revision of the bhr and registers of c-047 "revision of damaged material in handling / storage procedures", we have determinate that no rework was done with product of this batch. We have not been able to establish the specific root cause thereby incur the reported issue. The most probably root cause could be related to the storage or transport of the product after production. According to above results, root cause analysis is not possible to determine, but we should stand out that this is an uncommon issue and the occurrence chances are practically negligible. Confirmation: no sample returned for evaluation. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the package of the 5ml bd discardit¿ ii syringe was not sealed properly, before use. No reported medical intervention or serious injury.